Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a 22ga iag catheter-adapter assembly. The remainder of the assembly and the packaging were not returned. Visual examination: the upper portion of the catheter tubing was missing. The left-over tubing measured 13mm (approx..) From the nose of the adapter. The edge of the tubing was uneven with rough ends. A cut below the end of the edge of the tubing was observed. Indeterminate: the evidence provided does not deliver confirmation that the catheter was not functioning correctly during the period of infusion. Given that the catheter did not leak or separate during insertion provides evidence of manufacturing specifications being met. It is uncertain whether the defect observed was caused by manipulation of the device prior to insertion or by the manufacturing process.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing breakage during use. The following has been provided by the initial reporter: it was reported the part of the over the needle cannula broke off in patients wrist/forearm. We experienced a problem with reference #: (B)(4), insyte autoguard 22 x 1 catheter. The lot #: 9098715. The expiration date is 03/31/2022. When starting patients IV, part of the over the needle cannula broke off in patients wrist/forearm. Patient had to have surgery to have the piece removed. We do have a sample available for review if required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing breakage during use. The following has been provided by the initial reporter: it was reported the part of the over the needle cannula broke off in patients wrist/forearm. We experienced a problem with reference # (B)(4), insyte autoguard 22 x 1 catheter.. The lot # 9098715. The expiration date is 03/31/2022. When starting patients IV, part of the over the needle cannula broke off in patients wrist/forearm. Patient had to have surgery to have the piece removed. We do have a sample available for review if required.